Manufacturer narrative:
A ge service representative performed an on site investigation. The transmitter arm was replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the itrak 3500 system had a crack in the transmitter arm following a case. No patient injury was reported.